Event description:
Failure during case: white shear cover fell off tip -taped to inside of package- procedure: lps sigmoid colectomy, physician: dr (B)(6). Clinician: (B)(6). Awaiting return call to confirm replacement and disposition instructions. Is it feasible to have all manufacturers mark return address and contact numbers for all products on exterior packaging to facilitate quality concerns with consumers? (B)(4).